Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that four tibial insert impactor tips were broken.

Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that four tibial insert impactor tips were broken. Review of the lot history records indicate that the devices were manufactured to specification. Additional information was received regarding two of the four failures. One impactor tip was confirmed to have broken upon impaction during surgery. One impactor tip was observed to be broken after surgery. Available information indicates that these failures did not negatively impact surgeries. Both cases were completed successfully. From the information provided, a cause of failure for these parts cannot be conclusively determined.